Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the device had been reprocessed with manual and a non-olympus automated endoscope reprocessor, wassenburg adaptascope wd440, using peracetic acid. The device was evaluated at olympus france s.a.s. (Ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (1 bacillus cfu/endoscope). The testing result cleared the french guideline. Ofr inspected the device and confirmed the following: -the light guide lens was chipped. -the adhesive around the lens was deteriorated. -the adhesive of the bending section rubber was peeled off. -the angulations were out of specification and the cp plate was deformed. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, olympus medical systems corp. (Omsc) surmised that the reported event was less relevant to the device. -as a result of two microbiological tests performed after two reprocessings by the user facility, the growth of bacteria was confirmed in both cases. The bacterium detected was pseudomonas aeruginosa. -as a result of the microbiological test performed after reprocessing by ofr according to the instruction manual, gram-positive bacteria (1 cfu/endoscope) were found. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. All channel: pseudomonas aeruginosa (>100cfu / volume filter). Second time; (B)(6) 2021. Suction channel: pseudomonas aeruginosa (>100cfu / volume filter). Air/water channel: unspecified microbes (12cfu / volume filter). Instrument channel: pseudomonas aeruginosa (>100cfu / volume filter). Auxiliary channell: pseudomonas aeruginosa (85cfu / volume filter). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.